Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, post-reset ram crc, replace battery and power loss. The patient¿s blood glucose level was unknown at the time of the incident. Troubleshooting was declined for replace battery and power loss. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. No post-reset ram crc alarm noted during testing. Device functioning properly. Motor was tested outside the device and passed. No motor errors alarms noted during testing.